Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the blade was dull. Additional information and product sample has been requested for this report. No updates have been received at this time.

Manufacturer narrative:
A sample has not been returned for this complaint. The file will be processed for closure and opened at a later date if a sample is returned. A device history record review of the reported lot was conducted and it showed that a temporary deviation was placed to removed previous knife component and substitute with different knife component. A review of the order history showed that there have not been any recent revisions to this pack. The root cause of the customer¿s dissatisfaction is related to a knife substitution which occurred due to a backorder with the supplier. During the backorder, a substitute knife was approved for use. The root cause of the reported dull blade is unknown as a sample was not returned for investigation. A potential root cause includes an error during the supplier's manufacturing process. (B)(4).